Manufacturer narrative:
Field service engineer (fse) evaluated the system. Fse identified a bent sample probe and noted the sample probe transfer arm had significant "play" or looseness in the arm movement. The extra play in the sample arm motion is likely to have contributed to the sample probe becoming bent. Fse replaced the sample probe transfer unit, sample dispense unit and assembly to resolve the customer issues. There have been no further issues reported. (B)(4).

Event description:
The customer reported to beckman coulter hotline that their au640 clinical chemistry analyzer was generating "clot sensor" errors during analyzer start up and control runs. This alarm would halt the system by moving the analyzer into stop mode. The operator would have to reboot the system to continue running. The error was accompanied by the sample probe tubing popping off the valve and leaking water. No erroneous results were generated. There was no death or serious injury related to the leak. There was no impact to the operator; no injuries or exposures are associated with this event.